Event description:
Customer reported "today I had one of the new "blunt" tip needles core out a small piece of the rubber seal of a vial of propofol and the core was withdrawn into the syringe of propofol. Luckily I saw the core floating in the medication and discarded it but I am very concerned that this is happening and we're not always noticing it because at one point it mixed back into the medication and could not be seen. This is a very serious safety issue with these needles that could cause a foreign body embolus into the patient with potentially an inflammatory reaction."